Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was hospitalized due to infection from otitis media. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient as of this date of report.